Event description:
The pt has two leads from the same lot number. The pt reported she no longer had stimulation. She stated her ipg was fully charged and both the charger and programmer communicated with the ipg. The pt also reported all her programs were auto reducing, however, no error codes were displayed. Follow-up information identified the pt had fallen on the ice and felt a bump on her back. During a system diagnostic test, it was determined both of the pt's leads had invalid impedances. X-rays identified the leads were fractured. The pt underwent a procedure and both leads and anchors were explanted and replaced. The pt had effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.